Manufacturer narrative:
The programmer was later returned for repair at a different site. This analysis was unable to confirm that the screen could not stand and dropped, no anomalies were observed. The displayed image flickered and changed to a pink tint when the display was moved. The display and circuit board connections were loose. The board and display connections were reseated. The electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board, the lem board was then replaced and calibrated. The printer drawer was missing the paper guide, so the printer drawer was replaced. The tab on the power cord bay door was broken, the power cord bay was replaced. The rear display cover was worn so the rear display cover was replaced. The hard drive was reconfigured and software was reloaded. The device then passed functional and systems testing.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report under conclusion code(s).

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the hinge on the programmer was broken. It was also noted that the programmer failed functional testing for common mode/wrist electrode. (B)(4)

Event description:
It was reported that the screen of the programmer cannot stand and drops. The programmer was returned to the manufacturer for servicing. It was analyzed and tested out of specification. There was no patient involvement.